Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod. The patient reported being unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No housing or environmental seal damage was found. Investigation found no defects or manufacturing deficiencies to the fluid path or needle mechanism that would contribute to an improper insertion of the cannula. The device data contained no timeouts, drive stalls, or hazard alarms. The agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs. Although no damage was present, a root cause of unsure properly inserted could not be determined.